Manufacturer narrative:
(B)(4).device evaluated by manufacturer:examination of the returned device revealed no damage to the exterior of the device. A new .038' guide wire was loaded through the distal end of the catheter, but the wire could not be advanced beyond a location 3.5 cm from the distal tip. The guide wire was then loaded through the proximal end of the catheter and was unable to pass beyond 100 cm from the hub. Further analysis of the inner diameter (ID) of the catheter revealed the inner liner delaminated which obstructed the lumen and prevented wire passage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4)

Event description:
Reportable based on analysis completed on (B)(4) 2011.it was reported that during preparation for a diagnostic procedure, resistance was encountered. While attempting to advance an unspecified guide wire through the expo diagnostic catheter, the guide wire would not advance to the tip of the catheter. The procedure was completed with another expo diagnostic catheter and the same guide wire. There were no patient complications reported. Patient status is listed as fine.however, returned device analysis revealed the inner layer of the catheter had separated.